Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was noted that the implantable cardioverter defibrillator had missing arrhythmia episodes. No intervention was performed and the patient was in stable condition.